Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the infusion set came out of the customer's body. The caller stated that the cannula was bent and the insulin pump did not alarm no delivery. The customer experienced itching at site area underneath the adhesive. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.